Event description:
Surgeon was inserting zimmer vista p-peek implant size 10mm cage, it was found to have cracked on impaction. Both pieces of the implant were removed and given to zimmer rep. Replaced implant with size 12 mm cage.